Event description:
It was reported that a patient was just implanted 3 months ago with a restore sensor implantable pulse generator (ipg) but the patient has had paddle leads and extensions in for over ten years. It was noted that for a while the patient didn¿t have and ipg connected to the extensions because there wasn¿t a rechargeable model and the patient needed high parameters and settings and would ¿just burn through ipgs very quickly¿ per caller. It was stated that intraoperative impedances had been ¿fine.¿ the patient had no history of falls. It was reported that following the surgery, the patient noticed stimulation would be on and then cut out, and then come on strong. It was noted that the patient was seen 4 weeks post-surgery by a manufacturer¿s representative to set up the sensor, but recently the ¿cutting out¿ had gotten worse. It was stated that the symptoms had been occurring since implant. It was stated that electrode impedances were reported for the following references: contacts 0 and 1: showed 7000, 6000, 5000 ohms on both leads; contact 2: 3, 4, 7 were 800-900, not over 1000, 0 and 1 were 4000 and 5000 ohms; contact 4 results were not discussed; reference 3: 0, 1=7000 to 5000, 2=805, 8 9 10 and 11. It was stated that with references as 8, 9, 10, and 11 all pairs were typical values. It was reported that the patient was currently set up with program 1: 2<(>&<)>3 were active electrodes at 7.1 volts (left leg). Program 2: 9, 10, 11 were active electrodes at 3.7 volts (right leg). It was stated that the patient was sitting at the time of the call and the stimulator was on at above settings, but the patient wasn't feeling anything. The patient also didn't feel anything while standing. It was stated that the caller then turned up the right side and patient felt stimulation. It was reported that it was turned up to 4.7 and jolted the patient. The patient stated the jolt was in the normal location for coverage and that it buckled her leg. It was turned back down and patient could feel stimulation on right side at low level, but still not in the left leg. It was stated that they palpated on the ipg site and there was no change. They then palpated on the lead / extension connection and the patient got a strong stimulation sensation down left side. The caller stated that group impedances using 0 through 3 were 703, 4 ma. It was noted that reprogramming was attempted without resolve as the patient still got the cutting in and out sensations, mostly on the left side. It was stated that the patient was referred to neurosurgery for possible scs (spinal cord stimulation) paddle revision but at the time of this report the patient had not seen the healthcare professional (hcp) so a revision has not been scheduled.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s device was short circuiting and it would randomly cut out. The patient would then not feel stimulation anymore. The patient felt that it was ¿pulsating back in, like it stopped working completely, then 10 minutes later it would start to come back on.¿ it was like a pulse that ¿comes in instead of just coming in full force.¿ this had been going on for a week. The patient initially thought it was the battery, but stated it was not as it was fully charged. The onset was sudden; it just started one day. It was further reported by the patient¿s physician that the cause was determined, which was stated to be unrelated to the device. The patient needed reprogramming. It was further stated that the patient received assistance and their concerns resolved. The patient had an appointment on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had a revision scheduled for (B)(6) 2014. Additional information about the revision and its outcome was requested. If received a follow up report will be sent.

Event description:
Additional information received reported the patient did receive a new lead. The lead that was removed was discarded by the healthcare provider (hcp). From what the manufacturer representative could see, it looked as though the insulation was worn at the end that plugged into the extension. The patient had the new lead and was very happy. The patient was receiving effective therapy. The manufacturer representative did not remember the date of the procedure off the top of her head.